Event description:
I had lasik surgery done in 2013 and was ok for 3.5 yrs, then I started getting dizzy and distorted vision. It was debilitating but the worst part was it took me 3 years to find the problem. I went to many eye drs who were not pinpointing the problem, until eventually an ophthalmologist took the right images of my corneas and saw distorted corneas leading to my distorted and horrible vision. Even then he tried to treat me with dry eye drops would never work, and after that I went to another lasik dr for an opinion and somehow he made my images look great and said nothing happened from lasik but I was still suffering badly so I went to a dr who specializes in post lasik complications and he told me the truth about the damage to my eyes and gave me scleral lenses which aren't perfect but are definitely the best solution so far. I personally know 4 people who were damaged by the same lasik surgeon and I want to report him and have his license removed so he can't continue to hurt people. He's a very shady guy who only accepts green cash, and I don't even think he makes us sign a disclosure. I think he has no traceable steps between his pts and him. He's a real scam artist and he's raking in the cash, all the while ruining peoples lives. Dr (B)(6). FDA safety report ID# (B)(4).